Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra meter would not power on. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient claimed the alleged issue began on (B)(6) 2011 at an unknown time in the morning. The patient informed the mss that she manages her diabetes with novolog insulin based on a sliding scale and lantus insulin, 29 units in the morning and reportedly stopped taking both her insulin's on (B)(6) 2011 due to not knowing her blood glucose levels. The patient claimed that on the following day, ((B)(6)) she developed symptoms of "shakes and rapid heartbeat" which she associates with a low blood sugar. The patient stated she contacted her nurse and got a meter later that evening. The patient denied receiving any form of treatment and informed the mss that her symptoms abated. The patient also stated when she tested that night her blood glucose was high approximately 400 mg/dl. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. The correct test strips were being used. Based on the meter's specifications, the battery was not due for replacement and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.